Event description:
Procedure: lap chole. According to the reporter: bile juice leakage occurred 7 days post operation. The doctor indicated that the procedure and the condition of the patient was stable. There was no acute inflammation with the common bile duct. The doctor did not detect any issue during the use of the device. Seven days after the surgery the patient had pain and came back to the hospital. They had bile leakage.

Manufacturer narrative:
(B)(4).